Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: the display screen has a pinkish contrast. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No eaw¿s occurred during 24hr duration testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose levels ranging from 380 mg/dl - 504 mg/dl, with blurred vision, thirst, urination, shortness of breath, and dizziness. During troubleshooting, the reporter alleged that the pump had a dim discolored display, beginning around 01/01/15. The patient received no unusual treatment. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.